Event description:
The customer reported that the insulin pump was dropped in water and the device stopped functioning. The insulin pump had a crack in the screen and the water penetrated into the display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly.